Manufacturer narrative:
One 8.5f agilis introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. However, the extension tubing was not returned for analysis. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the sideport detachment remains unknown.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The sideport of the sheath detached during the procedure. There were no adverse consequences to the patient.